Event description:
It was reported that a cgm error 42, which had occurred three or more times on the pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.